Event description:
The hospital reported that after three hours on bypass they noted poor gas transfer results. The oxygenator was changed out with no affect to the patient. It was reported that prior to surgery the patient had "coagulopathy".